Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12078. It was reported the pt's charger is unable to locate the ipg to recharge. A replacement charger was tried to no avail. The ipg battery low message displays on the pt's programmer. The pt is scheduled to meet with the physician. Note the pt has two scs systems and both ipgs are displaying the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.